Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the breath delivery (bd) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to an issue with incorrect installation. If information is provided in the future, a supplemental report will be issued.